Event description:
It was reported that an ilet user received alert 38 for a stalled motor with concurrent insulin occlusion messaging and a device display of high blood glucose, and the user¿s blood glucose was reported at 401 mg/dl; the user performed troubleshooting that included tubing fill/prime and a full supply change as instructed, after which normal operation resumed. Symptoms included hyperglycemia. Outcomes included user self-management at home with resolution following priming and supply change. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the motor was able to advance insulin after priming and rewinding, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after proper priming and supply replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.